Manufacturer narrative:
Additional information: product analysis : presence of blood indicates the instrument has been used during surgery. Functional analysis was not possible, due to a tear on the balloon of the ibt. Visual review identified a longitudinal rupture along almost the entire length of the balloon. The morphology and location on the instrument of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a balloon kyphoplasty procedure, the balloon ruptured upon inflation. No patient complications were reported and no balloon fragments were left behind.